Event description:
It was reported that during implant, a perforation occurred. The patient experienced a slight decrease in blood pressure. The system was implanted successfully. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.